Event description:
It was reported to medtronic minimed that the customer experienced hypoglycemia. The customer also reported a slow response from the insulin pump decision button, which persisted for several weeks despite battery replacement, and also encountered an out-of-tolerance calibration attempt when entering a blood glucose value of 39 mg/dl while the sensor glucose value was 90 mg/dl. The customer alleged an abnormality with the insulin pump decision button, although no freezing or button malfunction alarms were present, and all other buttons responded smoothly. The customer's blood glucose value at the time of the event was 39 mg/dl. The event involved product mmt-1886. Troubleshooting was performed, including a self-test, which was completed with no additional issues found. The customer was advised to enter blood glucose values after their physical condition stabilized and to monitor for further issues. It was unknown whether the customer was using the auto mode/smart guard feature at the time of the event. It was unknown whether the customer was using the insulin pump system within 48 hours of reported event. No further patient complications were reported. No product return is required for mmt-1886.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.